Event description:
Customer called to report that they could not remove the needle from their body, and it was painful every time they tried. It was stated that the needle was not broken off and was still connected to the needle hub. Customer was advised to go into a local hospital.